Event description:
It was reported that the patient's lead had a fracture and exhibited pacing failure when connected to the device. The lead was disconnected from the device and tested using the pacing system analyzer, which indicated high impedance and pacing failure. When the red-black alligator cables and analyzer cable were connected, the lead impedance measurements were low. It was further reported that there was nothing around the lead that could have cause interference, and there was visual confirmation that the red-black alligator cables had a solid connection with the lead electrodes. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.